Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified abdominal aorta. After implantation of a non bsc stent graft, a 27/7/2/65 equalizer occlusion balloon catheter was advanced for stent graft touch up. The balloon was inflated however it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The catheter shaft was inspected for any defects and none were found. The balloon was found to be burst/ruptured near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified abdominal aorta. After implantation of a non bsc stent graft, a 27/7/2/65 equalizer (tm) occlusion balloon catheter was advanced for stent graft touch up. The balloon was inflated however it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.